Manufacturer narrative:
It was reported when attempting to suction the ears and nose of a "newborn" the suction was not working due to the bulb being "separated". The customer reported they replaced the device and completed the task. The customer reported the patient is "completely fine". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported when attempting to suction the ears and nose of a "newborn" the suction was not working due to the bulb being "separated".